Event description:
A caller reported damage to the pump housing and usb port, specifically noting usb port and pin issues. There was no adverse impact to the customer's blood glucose level. The patient declined further troubleshooting for the issue, and the case was documented and closed with no additional actions taken.